Event description:
The international facility reported a pump with failure code 570:320:831:0000. Although baxter attempted to obtain the information, details were not available regarding additional contact information. The hosp represenative did not have information regarding whether there have been any reports of any pt injury or medical intervention.